Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, they had to go to their nurse practitioner as they were having issues connecting the sensor. During troubleshooting the customer mentioned she had a experience a low blood glucose event a few days ago it was 20 and blood glucose was 47 mg/dl. Customer treated her low with orange juice. Customer declined troubleshooting for low blood glucose. The insulin pump is not returning for analysis.